Manufacturer narrative:
This complaint will be updated once investigation is complete. Trends will be evaluated.

Event description:
The dealer feedback: allegedly the insert can't perfectly fit the tibia and has a gap on one side. This problem the doctors have not seen before.. In the end they changed the evolution® adaptive ps insert (epi4210r), surgery time extended. The lot number is inconsistent. On the label the lot # is 15362091613844 and on the insert the lot # is 1536209.